Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump display blanks out intermittently. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
The field service rep (fsr) and biomedical engineer switched positions on the pump and the problem remained on the pump. Per the fsr by switching positions on the pump, it eliminated the cable and any connectors to the issue.